Manufacturer narrative:
Updated fields; b4, b6, b7, d4, d9, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated and found both batteries to be defective. The fse determined that the batteries need to be replaced and submitted a quote for the repair. Repairs are pending approval. A supplemental report will be submitted if additional information is made available.

Event description:
N/a.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not work on battery and found that both batteries are defective. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.